Event description:
It was reported that the pulse generator exhibited backup vvi with no pacing support. The patient was asymptomatic with an intrinsic rhythm in the 50's.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that the device check in (B)(6) 2010 gave a projected longevity of six months, but the pulse generator reached end of life two months later.